Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during drain 4 of 4. The technical service representative (tsr) explained the alarm. The patient line had been properly primed prior to connecting and no patient extension lines were in use. The patient had not pressed "go" prior to connecting and a dummy tummy was not in use. The supplies were not damaged by an outlet port clamp or assist device. The patient was not connected at the time of the alarm as the patient line had separated from the transfer set. The patient reconnected after the alarm occurred. The hp cycled the power and a system error 2367 occurred. The tsr assisted to retrieve the cassette. The hp was to follow up with a manual exchange, and was advised to let his registered nurse know about the alarm. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.